Manufacturer narrative:
Customer returned meter. The complaint is under investigation, and a follow-up report will be filled once the investigation is completed.

Event description:
The customer's wife reported a problem with his freestyle freedom blood glucose meter. She reported receiving "an error-14 message" and "because of that, her husband was unable to test". She also reported he experienced the following symptom: dizziness, and "fell and hit his elbow on the night stand." The customer's wife reported the husband "was conscious, but was very out of it". The paramedics were called, but there was no report of treatment, nor use of prescription drugs to counteract the event.